Event description:
It was reported that a shaft break occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.00mm x 12mm maverick2 balloon catheter was selected for use. The device was advanced to the lesion; the maverick2 shaft broke due to the calcification. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.; returned product consisted of a maverick2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 23cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).